Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water flow rate dropped below 1.1lpm so they stopped therapy and refilled the reservoir. Now they are getting alarm 02 (low flow) and the flow rate was 0.6lpm in an arctic sun device s/n (B)(6). Flow rate (fr) was 0.5lpm, inlet pressure (ip) was negative 6.9psi, circulation pump command (cpc) was 26%, pump hours 669.3, system hours 726.9. Device shows low air leak now. Patient down to 33.2c. Nurse wants to know if they need to add more water. Explained the device will alarm if the reservoir was empty. Explained causes of low flow. Asked nurse to feel for any kinks or compression of the pad tubing. Nurse was able to identify a kink. Flow now 0.9lpm. Advised watching the flow rate. If the flow drops to 0.5 to 0.6lpm and they cannot get it to increase, replace the pad. Per follow up information received via phone on 13apr2026, transferred to the 5th floor nicu. Spoke with nurse who confirmed no further issues after troubleshooting. The flow did remain under 1.1 lpm, but the air leak message disappeared after adjusting the kink in the pad tubing. Pad was disposed of after therapy completed and device remained in service. Neither the device or pad were individually inspected for faults.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction - d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water flow rate dropped below 1.1lpm so they stopped therapy and refilled the reservoir. Now they are getting alarm 02 (low flow) and the flow rate was 0.6lpm in an arctic sun device s/n: (B)(6). Flow rate (fr) was 0.5lpm, inlet pressure (ip) was negative 6.9psi, circulation pump command (cpc) was 26%, pump hours 669.3, system hours 726.9. Device shows low air leak now. Patient down to 33.2c. Nurse wants to know if they need to add more water. Explained the device will alarm if the reservoir was empty. Explained causes of low flow. Asked nurse to feel for any kinks or compression of the pad tubing. Nurse was able to identify a kink. Flow now 0.9lpm. Advised watching the flow rate. If the flow drops to 0.5 to 0.6lpm and they cannot get it to increase, replace the pad. Per follow up information received via phone on 13apr2026, transferred to the 5th floor nicu. Spoke with nurse who confirmed no further issues after troubleshooting. The flow did remain under 1.1 lpm, but the air leak message disappeared after adjusting the kink in the pad tubing. Pad was disposed of after therapy completed and device remained in service. Neither the device nor pad were individually inspected for faults. Per additional information received via phone on 15apr2026, biomed also wanting review a case on s/n: (B)(6), this device was having issues with the baby temp dropping below the cooling target and not warming up. Informed biomed there was a case from the nurses on the 11th regarding low flow. They were able to troubleshoot and get the flow rate up to 0.9 l/min. Explained causes of low flow. Discussed low flow and correlation to heater function. If the flow rate was dropping, this could have led to issues with the water heating and heating the patient. Offered to transfer to tech support to review case data download if he would like, biomed stated they will talk further with the nicu and call back if needed. Spoke with biomed who reviewed the patient data for sn: (B)(6), they saw the flow rate had dropped to 0.3 lpm for several minutes at the initiation of therapy. They saw several fluctuations ranging from 0.3-0.7 lpm for the next hour, then the troubleshooting that rose the flow to 0.9 lpm. The temperature drops correlate with the flow rate going under 0.5 lpm. They suspected this was an issue with the pad only. The device passed verification check and will go back to the floor today.